Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to properly fill cannula. Customer's blood glucose was over 400 mg/dl. Customer was assisted in changing setting for fill cannula and was able to fill the correct amount.